Event description:
On (B)(6) 2023 this peritoneal dialysis (pd) patient contacted fresenius customer service. The patient reported that they went to the hospital the previous day for swollen feet and was told they had an infection. The patient was provided antibiotics. Follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) confirmed that the patient went to the hospital. The hospital records had not been received at the pd clinic. The pdrn stated the date was potentially (B)(6) 2023 that the patient went to the hospital. The patient was diagnosed with peritonitis. No culture results were available. The pdrn did state that the cause of the peritonitis event was touch contamination by the patient and was not related to any reported issue with the cassette or cassette door popping open. No information pertaining to the report of the patient having swollen feet was provided. Attempts to obtain additional information on subsequent dates were unsuccessful.